Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging an issue with setting the calcode on their onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 12pm on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of ¿shaky¿ thirty minutes later. The patient denied receiving any treatment for this symptom. The cca resolved the issue with training. Replacement products were still sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hypoglycemia after the alleged issue began.